Manufacturer narrative:
H3, h6) the system was serviced in the field and hardware parts were replaced. He product ID: 9735672, serial/lot: unknown, was returned to the manufacturer and is pending analysis. Codes b21, c21, and d16 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735672, serial/lot: unknown.  H6) multiple annex a codes were applied to capture this event. A070803 captures the failure to turn on while a1102 and a110201 capture the error message of "no sync". H3, h6) the system was serviced in the field. In summary, the computer screen flashed "no sync" during bootup. The system was tested by bypassing the complementary metal oxide semiconductor (cmos) battery and the system then booted up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the unit would not power on. There was no patient involvement. Additional information was received. It was reported that the system powered on but the screen displayed "no sync".

Manufacturer narrative:
H2-3) the battery was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the battery had computer failure as it measured low with voltage. Codes: b01, c02, d02 h2) please see section e. For additional information including the initial reporter. H2) please see the additional codes section for updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.